Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found ac cable could not be retracted because the cable was stuck. After readjustment, it returned to normal and can be used clinically. All functional and safety test performed.

Event description:
N/a

Manufacturer narrative:
This is a downgraded emdr as this complaint is not a reportable compliant. Please downgrade the report number 2249723-2025-0000165 in database.

Event description:
As per analysis. It is found that this is not a reportable complaint.

Manufacturer narrative:
Due to character limit in e1. Full event site name: (B)(6) hospital. Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in a cardiosave intra-aortic balloon pump (iabp) ac cable could not be retracted during routine maintenance. No patient was involved.